Event description:
Several patient samples run on the immucor echo analyzer resulted in instances of either inconclusive results, unexpected positive results, or sporadic positive results with no specificity. Repeated testing using traditoinal tube methods resulted in no activity (negative results). Further testing needed using american red cross reference lab caused delay in patient treatment. Reference lab results were negative for all patient samples. Unable to duplicate the inconclusive or positive patient results using other methodologies.====================== health professional's impression======================delay in patient care and treatment====================== manufacturer response for blood analyzer, echo======================initially, manufacturer did not respond in a timely fashion or provide feedback to numerous reported issues. Five months after initial communication to manufacturer(week of 8/6/10),immucor released technical communication acknowledging issues with reagents and inconclusive reactivity. Manufacturer has promised reimbursement for reagents, which has not been fulfilled to date.